Manufacturer narrative:
The product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that 12 years following an intraocular lens (iol) implant procedure, she had a laser to clear her vision. Her vision is now blurry and clear. Additional information was provided by the consumer that she went in for a routine yearly eye exam and the doctor told her everything looked good, but denoted a scarring behind the lens. He suggested a laser treatment to remove the scarring. He said she would see clearer almost immediately, no more "halos", and it was a simple procedure. Her left eye did not get better, but worse. She went back 7 days later only to have the alternate doctor, tell her that she had dry eye and to lubricate it. She has never had dry eye. The left eye continued to blur as she rolled her eyes. The vision was noticibly clearer, looking straight ahead only. She had a third visit which was with the first doctor who prescribed a steroid eye drop for two weeks along with the dry eye drops, which she has been using. She will be on the steroid eye drop until october 10th. She sees a slight improvement. The consumer wanted to know if the laser could have made her eye a little swollen. The doctor said the pressure in the eye was perfect, all floaters were gone, and the lens was in perfect position. Additional information provided by the patient that her vision comes and goes. The eye drops are helping. Further information was provided by the patient that the eye is a little better after using the steroid eye drops for two weeks. The distortion and clouding still comes and goes as she look to the left. After seeing the alternate doctor, and after a few more eye tests which all came back normal, the doctor still doesn't know what could be the problem. The lens is perfectly where it should be, and eye pressure is perfect per the doctor. The patient asked the doctor if the distortion would go away by itself, and he didn't know.